Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the full lead was returned analyzed with no anomalies found. There was blood/body fluid (not obstructed) on the distal conductor and outer tubing overlay. The helix was distorted/bent, there was blood in/on the helix mechanism, and apparent explant damage.

Event description:
It was reported that the left ventricular lead had high threshold and no capture. The tine would not hold the lead in position. The lead was removed and replaced by a new lead. No patient complications were reported as a result of this event.